Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) detected false atrial fibrillation (af) and pause episodes. It was noted that the device was repositioned three times which caused the false episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.